Event description:
A report was received that a pt was having difficulty charging. Upon evaluation, it was determined that the ipg would not communicate, therefore, the physician chose to replace the ipg. The pt is reportedly doing well following the procedure.